Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 23 mmol/l. The customer reported that the insulin pump received insulin flow blocked alarm and she had to change out her infusion set. The customer stated that she woke up with high blood glucose and treated with manual injection. The customer reported that she had several no delivery alarms and wanted to go back to reservoir. The customer was advised to use different infusion sets. Troubleshooting was not performed. Product is not expected to return for analysis.